Event description:
A pt was implanted with a dhs plate and screw construct on (B)(6) 2008. Pt continually suffered pain in her hip joint and approx 9 months post operative the plate and screw device failed requiring add'l surgical intervention. Removal of the implants is unk. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.